Manufacturer narrative:
Additional information: the reported event that the tip of the device was broken off was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the manufacturer facility, the tip of the device was identified to be broken off. No patient involvement or adverse consequences were reported with this event as it occurred during service.

Event description:
It was reported that during testing conducted at the manufacturer facility the tip of the device was identified to be broken off. No patient involvement or adverse consequences were reported with this event as it occurred during service.